Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery pack was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a filament regulator error message and shut down. The system then could not be rebooted.